Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, thrombosis and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified lesion in the proximal left anterior descending artery. A 3.0x28mm xience prime stent was implanted; however, the patient was transferred to the intensive care unit and expired. Additionally, thrombus was confirmed through angiography. An autopsy was not performed and the cause of death is unknown. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The patient died 4 days post-procedure. No additional information was provided.